Manufacturer narrative:
Suspect device coaguchek strip lot 393a-a19, used in system #2.

Event description:
Caller states that the pt obtained a result of 5.1 inr on the coaguchek test system #1 and 3.3 inr on coaguchek test system #2. The same day the pt obtained results of 4.3 inr on coaguchek test system #2 and 5.6 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at medical facility. Coaguchek test system 1: trip lot 417a-o18, exp 03/08. Coaguchek test system 2: strip lot 393a-a19, exp 03/31/08.